Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample and one photograph were provided for evaluation. Upon visual inspection of the picture, the distal tip of catheter was observed to be broken off. The coil inside the catheter appeared to be stretched, which indicates that the catheter was pulled. The returned sample was visually inspected, and breakage at distal tip was identified. The coil inside the catheter was stretched out, pulling out of the catheter. Based on the data from the investigation, the reported defect was unable to be confirmed to be a manufacturing defect. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The most probable root cause of this incident may be due to application error. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.

Event description:
As reported by the user facility: event 1: the complainant reported that an epican catheter snapped. The tip remained in the patient's epidural space and was not removed. Neurology was consulted, however, as the patient was presently asymptomatic, the neurologist recommended against surgical intervention given how invasive it would be.